Manufacturer narrative:
UDI the part number as unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. (B)(6). The product code is unknown. Therefore, the brand name, common device name, catalog number and 510k classification are unknown. The lot number is unknown; therefore, the manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report 2 of 2 for the same event: it was reported that during a crani fossa surgical procedure, it was observed that the drill bit device was stuck in the attachment device. There was a twenty minute delay to the surgical procedure to obtain spare devices to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The product information was not provided by the reporter in the initial report. Therefore, all of the product information was documented as unknown. Upon receipt of the product, the device information was updated accordingly. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the cutter device was stuck in the attachment device. It was noted that upon receipt of the devices, it was found that the cutter device was stuck together with the attachment device. The cutter device was able to be removed from the attachment device. Therefore, the reported condition of the cutter device stuck in the attachment device was confirmed. A functional assessment was performed on the cutter device and the device passed all manufacturing specifications. It was determined that the cutter device did not cause the failure. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.